Event description:
The service repair tech reported that during routine testing of the device at the service center, the tech received the message "service system computer". There was no pt involvement.

Manufacturer narrative:
This complaint is confirmed by the service repair tech (srt). The srt replaced the printed circuit assembly board. The unit operated to manufacturer specifications and was returned for clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.